Manufacturer narrative:
(B)(4).

Event description:
The patient expired on (B)(6) 2016.

Manufacturer narrative:
(B)(4).

Event description:
An error message was displayed on the programmer when the pump was inquired. It was later reported that the patient expired due to a neurinoma as the cancer was in an advanced stage. The pump was not explanted.